Event description:
A nurse reported during the intraocular lens implantation a crease/ line on lens, was noted after insertion. The lens was not removed from the eye due to the potential risks/ complications of doing and because it was not in the patient¿s field of vision. The surgery was completed on the same day. Additional information was received stating there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).